Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The pig tail mandrel was inserted and the stent protector was placed over the unit. A visual examination of the crimped stent found stent damage to the 4th & 5th stent struts from the distal end of the unit. The struts were raised and distorted out of position from the balloon on one side. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure, however the proximal balloon wings were not tightly wrapped and did show sign of positive pressure. A visual and tactile examination found a kink between 265-290mm from end of hub. A visual and tactile examination found a kink along the midshaft 99mm from exit port entry site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07109 and 2134265-2015-07110. Reportable based on analysis completed on 21mar2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). A 2.75 x 12 synergy¿ stent was advanced but failed to cross the lesion in which the physician met resistance. Only plain old balloon angioplasty (poba) was done to the target lesion. However, returned device analysis revealed stent damage.